Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 45mg/dl at the time of the incident. The customer reported that she had been waking up with low blood glucose. She had two sets of basal rates that she uses due to her pregnancy. The customer reported that her doctor was aware of the low blood glucose and is working with her. The customer stated that she is breast feeding which may also contribute to the lows in the morning. Customer stated that the blood sugar was 45mg/dl this morning. She ate and has not checked her blood glucose since then. Patient's current blood glucose was unknown. The patient had treated with food. The patient had been experiencing low blood glucose for several days. The customer had been having a power error detected for the last 2 days. The customer stated that the battery cap she had, the metal piece kept coming off and she was putting the piece back on. A local representative sent her a new battery cap. She changed the battery on wednesday. She woke up to a power error message. Alarm history showed multiple errors. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.